Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 28, 2014.

Manufacturer narrative:
This report is filed (B)(6), 2015.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.